Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a0406 captures the reportable event of stent material deformation.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the main air pipe due to main air pipe plugged during a bronchoscopic stent placement procedure performed on (B)(6) 2026. During the procedure, the stent was fully released into the patient body. The distal end had deployed; however, the proximal end was twisted. A different stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.